Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit was confirmed via functional testing. The mobile power unit (mpu) (serial number: (B)(6).) Was returned for analysis to the service depot and was evaluated and tested on 08nov2022. Upon initial observation, a small cut was found on the patient cable. The unit was plugged into an ac power source and went through the boot up sequence as intended. The mpu was connected to a mock loop and a test system controller. Upon connection of the driveline to the controller, a ¿connect power immediately¿ alarm activated. Thus, confirming the reported event. The patient cable was replaced under warranty, and a functional check was performed. The mpu passed all testing and was returned to the customer site. The damaged mpu patient cable was forwarded to the product performance engineering (ppe) lab for further analysis. The returned patient cable was connected to a test mpu which was then connected to a test system controller and mock loop. The mpu was powered on and supported the system without any issues. The damaged power cable was manipulated by hand to no effect. The system was allowed to run for an extended period of time and no alarms or issues occurred. The reported alarm was unable to be reproduced during testing in the ppe lab; however, the cable was stripped at the site of damage and damage to the yellow underlying wire was observed. The cable was then placed in a saline bath to test the insulation resistance of the cable and was observed that the yellow (15vcc power) wire was electrically shorting to the basin of the bath. An electrical short on the yellow wire has the potential to disrupt bus voltage and would cause a no external power alarm to activate. The root cause of the no external power alarms was due to damage to the underlying wires; however, a root cause for the damage was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 26mar2022. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was on mobile power unit (mpu), their system controller would alarm "connect power immediately". The patient confirmed that there were no active alarms on the mpu and that the controller only alarms when on the mpu and not battery power. The mpu was locked and properly connected to the alternating current power and the patient tried multiple outlets. The mpu was exchanged and will be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.